Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired for an unknown reason.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The patient ultimately expired on (B)(6)2019. According to the account, the device operated without known issues or malfunctions that may have contributed to the patient's cause of death. The heartmate 3 lvad, serial number (B)(4), was not returned for analysis. No further information was provided. The manufacturer is closing the file on this event.